Manufacturer narrative:
The device history review was completed and the device passed all post sterile inspection checks. The root cause of hypotension and ventricular tachycardia/ventricular fibrillation was unable to be determined due to insufficient clinical details. B.5 additional information was received regarding the patient's demise and was added as it was inadvertently omitted from the initial report that was submitted. B.7 additional information was added that was inadvertently omitted from the initial report that was submitted. E.1 added zip code extension as it was inadvertently omitted from the initial report that was submitted.

Event description:
Additional information was received that the patient chemically coded and they made the patient comfort care and palliative care which would mean the patient passed in the hospital.

Event description:
A notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry was received regarding a patient that endured death with a "unknown (undetermined)" relationship to the impella device used. It was found that during support, the patient developed sustained ventricular tachycardia (vt) and was cardioverted multiple times with defibrillation shock, however, the patient kept converting back to vt. Lidocaine drip was started for arrhythmia. Despite more stable rhythm, patient remained hypotensive. Eventually patient care was withdrawn as was not a candidate for any other advance therapies. Patient passed away. Per the registry, the patient was discharged home post procedure and expired at home.

Manufacturer narrative:
Additional information is being requested for clarification regarding the location and date of death. Should any clarifying or new relevant information be received, a supplemental MDR will be submitted accordingly. Produt status: the impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use as noted in the impella: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿